Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore (per the knowledge of this reviewer), the patient continued to utilize the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was instilling intraperitoneal (ip) heparin during a daytime exchange, for an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the unspecified infection was peritonitis (treated as per the pdrn), and heparin was being utilized as a prophylactic measure to keep the pd catheter (not a fresenius product) patent only. Follow-up with the patient revealed he experienced abdominal pain before being treated and confirmed he has recovered from both events. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) were unsuccessful.

Event description:
A peritoneal patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was instilling intraperitoneal (ip) heparin during a daytime exchange, for an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the unspecified infection was peritonitis (treated as per the pdrn), and heparin was being utilized as a prophylactic measure to keep the pd catheter (not a fresenius product) patent only. Follow-up with the patient revealed he experienced abdominal pain before being treated and confirmed he has recovered from both events. Subsequent attempts to obtain additional information (e.g., discharge summary, cultures, medication records, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.